Manufacturer narrative:
Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was a lead issue. The physician found all the impedance values out of range. They decided to replace the lead with a new one. After the replacement, all the impedance values were ok. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was noted that interrogation with the physician programmer was done. No symptoms were reported, and the patient was alive with no injury. Additional information was received from the rep. It was reported that the lot number and implant date of the lead were not available. It was noted that this information was confirmed with the physician/account.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the rep. It was reported that the hospital did not have the serial number of the ins. When the ins would be interrogated for a follow-up the serial number would be provided; however, the for the follow-up had not been fixed. It was noted that at least two attempts had been made to obtain the serial number.

Manufacturer narrative:
H2. Correction: please note, conclusion code 67, method code 4114, and result code 3221 no longer apply to this report. H3. Analysis for the returned lead (lot # unknown) found broken conductors at/near the tines. The complete lead was received for analysis. The connector end was intact and undamaged. Setscrew marks were observed in the correct location. All conductor wires were fractured at 4.8 cm from distal end. Visual inspection of the insulation observed degraded insulation from category 1 metal ion oxidation (mio), cosmetic environmental stress cracking (esc) on the outer insulation in between the electrode sleeves, and suspected body fluids in the lead. Visual inspection of the tines revealed that a tine was broken/torn. Electrical testing determined that the continuity of the conductors was not complete; all four conductor circuits measured open. There were no shorts observed between the conductors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.